Event description:
It was reported that the insulin pump alarmed motor error. After the alarm, the display went blank. The reported blood glucose reading was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.